Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that the optic was observed to cracked prior to full implantation. The lens was withdrawn from the eye and a back-up lens was implanted successfully during the original surgery session. "Iol replacement or extraction" is listed in the "adverse events" section of the rayone IFU. Device return is anticipated, but not yet received. The rayone preloaded iol injection system use risk analysis and rayone hydrophilic acrylic iol use risk analysis identifies the following as possible causes of "lens optic damage" and "physical damage to lens"; forcing a blocked injector, inadequate lubrication, misuse of device, optic edge trapped/damaged on closure of cartridge, sharp edge instruments used during surgical procedure, incorrect use of lens injection system, surgeon misidentifying posterior capsule creasing, lens surface ablated by nd:yag operator error and cracked optic surface post injection due to dehydration of lens. Our review of production records for the rayone aspheric rao600c batch: 04423963 showed that all manufacturing and quality checks were conducted with successful results. A review of vigilance data confirms that this is an isolated event. No other incidents, of any type, have been received against the rayone aspheric rao600c batch: 04423963. There is insufficient evidence and information available to establish root cause in this case.

Event description:
On 30th august 2024, rayner received notification from its distributor in taiwan of an event that occurred during use of a rayone aspheric rao600c. The event description provided states that the optic was observed to be cracked prior to full implantation into the eye.